Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the touch screen calibration failed in the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: (10/213) the getinge field service engineer (fse) that encounter the issue during preventive maintenance (pm), replaced the touchscreen. The fse reported that after replacing the touchscreen, it passed the calibration test. Subsequently, the fse completed the pm, calibration, safety, and functionality checks as per the service manual and passed to factory specifications. The iabp was returned for clinical service upon completion. Upon completion of our investigation, a supplemental report will be submitted. (B)(6).